Event description:
This case occured outside of the USA, in switzerland. On (B)(6) 2022, a patient was injected in the lips with teosyal rha 2 (0.6 ml, with lidocaine). She then presented with dizziness, nausea, trembling and an increased heart rate (around 110 bpm) on the same day. She had no chest pain, no visual disturbance, and no respiratory discomfort. Patient medical history as shared with the injector, included same symptoms following an injection of a previous dermal filler with lidocaine and none without lidocaine. It also included dental local anesthesia (unspecified) without any symptoms. The patient was not followed by any allergologist so no further information on the reaction she experienced was known to date. Following the injection on (B)(6) 2022, the patient complained nausea. A sugar drink was brought to her, and the patient was monitored. A few minutes later, the patient had tremors with normal blood pressure of 12/8 and a pulse rate of 90-100 bpm. To ensure the safety of the patient, she was sent to an emergency room for further tests. The paramedics suspected a stage 2 allergic reaction to teosyal rha 2. The patient put on a drip and started her on a steroidal anti-inflammatory (solumedrol) and antihistamine. In the evening (at 8:50 pm), the patient having no more symptoms was discharged from the hospital and was advised to return to the emergency room in case of a recurrence of symptoms and to consult her doctor to organize an allergology assessment. Additional information received the following day, confirmed that following the treatment received, the symptoms had completely subsided without further complication and the patient was satisfied with the result.

Manufacturer narrative:
According to information received, this event is related to an allergic reaction which is well-known and described adverse reaction to hyaluronic acid filler injections. Generalized allergic reactions that manifest within minutes to hours after the injection and the reported symptoms include dizziness, nausea, trembling and a variation of the heart rate are well-known and documented reactions in hyaluronic acid injections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. In this particular case, without clear allergology assessment of the patient this adverse event occurred following the use of a lidocaine-based dermal filler, which is contraindicated for patients allergic to lidocaine as per instruction for use of our products.